Event description:
Amo compete moisture plus contact lens solution. My daughter appears to have acanthamoeba keratitis infection of eye after using sample bottle of amo solution provided by foureyes optometrists. Just read about recall of product on - sun, 05/27/07-. This is the second incident. First occurred in 2007. Treatments included: ofloxacin sol. 0.3% - one month later, bacitracin/polymyxin b oint op beginning of 2007, zymar drops 0.3% - same year, vigamox 0.5% - four days later. Currently, using vigamox. The other stuff did not seem to work. Used in 2006 and in 2007 first bottle in 2007, second bottle.